Manufacturer narrative:
Filing for initial report, investigation is ongoing. Centurion has not received any additional information regarding this report. Based on the information currently available, centurion is unable to determine if the medical intervention that was performed was necessary to prevent permanent impairment/damage or if a serious injury occurred.

Event description:
Forceps popped open during procedure and patient's membrane receded into the uterus; dilation and curettage needed to be performed.